Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 683941-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("increasingly severe pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). At the time of the report, the pelvic pain, pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension and abnormal weight gain had not resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, discomfort, heavy menstrual bleeding, pain and pelvic pain to be related to essure. The reporter commented: hysteroscopy finding normal. Right x 1 coil and left. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint amendment: the report was amended for the following reason: after internal review, the event "pelvic pain" was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 683941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("increasingly severe pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). At the time of the report, the pelvic pain, pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension and abnormal weight gain had not resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, discomfort, heavy menstrual bleeding, pain and pelvic pain to be related to essure. The reporter commented: hysteroscopy finding normal. Right x 1 coil and left. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.